Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent communication failure error message. This error message will likely result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury.